Event description:
It was reported by the customer that the rubber discharge switch cover had become torn after only 3 months of use. The customer is using steam sterilization per recommendations published by physio-control. There was no patient use associated with the reported problem.

Manufacturer narrative:
(B) (4). Physio-control confirmed the reported failure. A replacement internal paddle cable assembly will be provided to the customer. The root cause of the reported failure has not been determined. The steam sterilization process reported by the customer is consistent with the latest sterilization requirements published by physio control in august, 2008. The device operating instructions indicate that the internal paddle handles should be examined after each use for damage or signs of wear and if found, remove the affected component from use.